Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at device change-out, externalized conductors proximal to the distal coil were observed via fluoroscopy. All electrical measurements were normal.